Event description:
It was reported that on an unknown date in (B)(6) 2013, a quick coupling for drill bit had a screwdriver attachment stuck inside. The device was used in surgery. No delay in surgery was reported. No injury or medical intervention was reported. This is 1 of 2 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found. Date of event was reported as (B)(6) 2013.